Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and the insulin pump received motor error and no delivery alarm. The customer¿s blood glucose level was 134 mg/dl. Customer was able to successfully clear the alarm. The customer also performed displacement test and it passed and motor alarm did not recur. The customer reported that insulin did exit with the 5.0 unit fixed prime. The insulin pump will not be returned for analysis.